Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the red (-5v) and green (belt disch) wires were crossed between the distribution note (dn) and ECG electrode c. The cause of the test failures is voltage draw from the dn pca. The cause of the voltage draw is the crossed wires. The root cause of the crossed wires cannot be positively identified but is likely twisting of the cable. No adverse event resulted from the cross wires. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the current and fall-off tests. The last pt to use this belt did not report any deficiencies.